Event description:
It was reported that during implant of the pulse generator, a lead was unable to be fully inserted into the header ports of the device. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was diffucult to insert the test leads into the pulse generators header and the lead insertion force was out of specifications. The atrial and ventricular connector ring areas were out of specification.